Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results. An MDR number with regard to the flotrac sensor will also be provided in the supplemental report.

Event description:
It was reported that during use of an ev1000 monitor and flotrac sensor, on a patient undergoing colorectal surgery, the cardiac output value dropped from nearly 4 l/min to 2 l/min, stroke volume index dropped from the high 40s ml/b to 25ml/b and the stroke volume variation value increased. There were no fault/alert messages observed. The flotrac placement was changed, the cables were exchanged for another set of cables, however, the problem was not solved. The flotrac sensor was re-zeroed and the patient values were still considered to be inaccurate. The patient was not treated according to the inaccurate values. No patient compromise was reported. No patient demographics were available. Both the monitor and flotrac device are considered as suspect.

Manufacturer narrative:
The monitor was manufactured january 01, 2016. The review of the device history record was completed and there was a work order generated during the manufacturing process; however, it was not related to the complaint issue. Evaluation testing supports that the monitor functions as expected. No physical damage was found in the visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. Invasive procedures involve some patient risks. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Abnormal pressure readings should correlate with the patient¿s clinical manifestations. The flotrac sensor was also submitted and the MDR number is 2015691-2016-03364. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.